Manufacturer narrative:
Concomitant medical products: model: 693565, lead; implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) system was extracted due to pocket erosion / infection. Additionally, it was noted that the right ventricular (rv) lead exhibited t-wave oversensing (twos) post ventricular pacing (vp) impacting the pacing rate and the patient is pacemaker dependent. The patients ICD system was extracted and a new cardiac resynchronization therapy defibrillator (crt-d) system was implanted on the right side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.